Manufacturer narrative:
Initial.

Event description:
It was reported that while performing a factory reset and temporarily disconnecting from the ilet, the patient experienced a blood glucose of 31 mg/dl confirmed by glucometer and treated with oral carbohydrates including glucose tablets, gummy candy, and soda; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with associated shaking and hot flashes. Outcomes included an unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.